Event description:
The customer's husband called to find out the results of the testing on sensors that were returned for analysis. The husband also stated that the customer had to seek medical attention today while she was at work because her sensor did not alert her of high blood glucose levels. Advised the caller that we could not assist him due to (B)(6) regulations. Advised the caller to have the customer call us for (B)(6) approval to speak with him. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.